Event description:
It was reported the patient underwent a right oxford tmk total knee arthroplasty. Subsequently, the patient was revised due to the bearing rotating out of position.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g4, g7, h1, h2, h6, h10. G3: report source, foreign - event occurred in australia. As the product has not been received, the investigation was limited to the information provided. The mhr is not available as bearing was custom made to match the oxford tmk system. Medical records were provided and reviewed by a health care professional in linked (B)(4). Review of the available records identified the following: initial op notes from (B)(6) 2000 noted no complications. Revision on (B)(6) 2015 due to original bearing had rotated out of position. Wear and synovitis. Midline medial parapatellar approach. Patella dislocated laterally. Gross synovitis. Patella ¿ eburnated bone. Poly bearing spun out. Gross poly wear. Total synovectomy performed. Good walking and stable in extension. The surgeon feels that the patient loosening of the soft tissue contributed to the rotation of the bearing out of position. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the risk management file(s) for item number 158691 (oxford tmk tib bearing 65mm x 6mm) cannot be located by the development department at this time, and therefore a risk assessment cannot be conducted. This issue will be escalated at the complaints trending meeting (data trend analysis) for determination of further action. Corrective and preventive actions: no corrective actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Initial report. Report source: foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Please note, this event has been previously reported under the medwatch facility warsaw biomet ¿ (B)(4)- MFR report number: 0009613350 - 2018 - 00267.

Event description:
It was reported the patient underwent a right oxford tmk total knee arthroplasty. Subsequently, the patient was revised due to the bearing rotating out of position.